Event description:
Allegedly, as physician drilled for screw placement, the drill bit broke leaving some in the pt. Physician could not remove.

Manufacturer narrative:
This is a product malfunction. Investigation is not complete. Trends will be evaluated. No serious injury occurred; therefore, the user facility did not send a medwatch 3500. This report will be updated when the investigation is complete.